Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Beginning a couple of months ago, the patient is unable to charge past 50%. No actions were taken prior to the call and the patient declined to troubleshoot during the call due to lack of access to the product. There were no patient symptoms reported and no complications reported.